Manufacturer narrative:
Complaint evaluation: the device was evaluated by a philips field service engineer (fse) . It was confirmed that the reported issue was resolved by replaced screen assy and no additional information was provided for further investigation. The DHR is reviewed, no deviation was found in DHR. No issue was found in the product storage process and no issue was found in the product from same batch number. Customer resolution and conclusion: the screen assy was replaced. The device remains at the customer site and no further evaluation is required at this time. If the customer decides to have device evaluated another service order will be opened and will be addressed through the philips complaint intake procedure.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the screen turned white without any display after the device was turned on .the device was in clinical use at time of event for trying to resuscitate the patient. The patient passed away. The hospital thought that equipment problems delayed the rescue of the patient and caused the death of the patient. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.